Manufacturer narrative:
Date of event, concomitant medical products: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported suture malposition could not be determined. The subsequent treatment of additional therapy/ non-surgical treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article that arteriotomy closure was attempted using a prostar device with an 8f sheath. Cutaneous tissue was entrapped on deployment of the sutures, which prevented tightening of the suture against the arterial wall. The sutures were cut and a second prostar device was successfully deployed. Hemostasis was achieved with the sutures of the second prostar device. The patient was excessively anticoagulated and developed a significant ooze of blood during the night, which resulted in a 3x4 cm hematoma. No treatment was reported. Details are listed in the article, titled "initial experience using prostar: a new device for percutaneous suture-mediated closure of arterial puncture sites".